Event description:
Procedure type: lap sigmoid resection. Patient gender: unknown. According to the reporter: the instrument was difficult to fire. After the application, it was noticed that the anastomosis was insufficient and a leakage was observed during the test on the posterior wall. Staples seem not to have formed properly. The procedure was subsequently converted to open.